Event description:
Caller reported that a malfunction occurred on the pump, and as a result, the pump needed to be replaced. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by customer technical support to use manual insulin delivery as a backup therapy while a replacement pump with updated software was sent. The customer was provided with instructions on storing and returning the malfunctioning pump, which they acknowledged and understood.